Event description:
It has been reported to philips that there was no live and reference image on the flexvision monitor during a vascular procedure. The flexvision monitor is a single ultra-high-definition monitor situated in the examination room. It replaces individual monitors and allows the user to display and control multiple applications on one monitor. The procedure was completed rolling around monitors to see the live image. No harm has been reported. A philips service engineer inspected the system onsite and performed troubleshooting actions. The inputs were swapped at the splitter, but there was still no image on the flexvision monitor. It was determined that a defective flexvision pc caused that nothing was displayed on the flexvision monitor. The philips engineer replaced the flexvision pc and the system was returned to use in good working order.